Event description:
Esg indicated that thunderbeat handpiece needed to be removed after several attempts to use/troubleshoot the device. Handpiece was replaced with a "like" device that functioned without issue. FDA safety report ID # (B)(4).